Event description:
Litigation papers allege the patient is experiencing elevated chromium and cobalt blood levels, underwent radiologic testing, pain, physical therapy, lack of mobility, difficulty walking, cortisone shots, emotional distress, wage loss, medical expenses and increased risk of future injury and harm. It is further alleged the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
Corrected: event/problem description, brand name, explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient is experiencing elevated chromium and cobalt blood levels, underwent radiologic testing, pain, physical therapy, lack of mobility, difficulty walking, cortisone shots, emotional distress, wage loss, medical expenses and increased risk of future injury and harm. It is further alleged the patient was injured by excessive levels of chromium and cobalt. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.